Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. A cold reset was performed. The customer received external error as well. The customer's blood glucose level was unknown at the time of incident. The customer reported changing the battery and receiving the alarms. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected signal too low or unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.